Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 11: brief inquiry description: microbubbles. Detailed inquiry description: customer first called to report air in tubing but she did not have any information on where it was in the tubing's, how many lines were affected, when in the treatment process it was noted, etc... She was going to call me later with details but never did. I sent a f/u email 9/27 but got no response. She sent a brief response email saying she would speak with someone the next week but never did. Customer called back today to say that she has been very, very busy due a lot of staff turn-over. She says they had a number of reporting's and just assumed they had a "bad batch" of lines since there have not been any recent reports at all. No injury reported.